Event description:
A report that the patient's precision system was explanted. The patient's implanting physician had no knowledge or further information regarding the explant.

Manufacturer narrative:
The explanted devices were not returned to bsn.